Event description:
It was reported that the threshold and other measurements were off when the analyzer was used, and that when doing a threshold test it was unable to decrement. When the ventrical cable was switched over to the atrial channel everything worked fine. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the threshold and other measurements were off when the analyzer was used, and that when doing a threshold test it was unable to decrement. When the ventricular cable was switched over to the atrial channel everything worked fine. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the threshold and other measurements were off when the analyzer was used and that when doing a threshold test it was unable to decrement. Due to the unavailability of parts this analyzer will be scrapped out and sent for further analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).